Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement procedure. A leak in the balloon was identified. There was no fluid left in the system. All components were removed and replaced. No patient complications were reported in relation to this event.